Event description:
Same case as: 2134265-2009-00385. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and patient death occurred. The 90% stenosed lesion being treated was located at a bifurcation in the mildly calcified, mildly tortuous left main (lm). The lesion was predilated with a non-bsc balloon. A 3.0x8mm taxus express2 drug eluting stent was deployed in left main coronary artery to proximal left circumflex (cx). The stent was post dilated with an unknown balloon. A 3.0x32mm taxus express2 drug eluting stent was deployed in the left main coronary artery to proximal left circumflex. The stents were post dilated using a kissing balloon technique. Ivus confirmed there was no anomalies post procedure. There were no patient complications during final contrast study, and the procedure was successfully completed. The patient condition was good. Medications given; baby aspirin and clopidogrel. The patient stayed in the hospital due to a planned surgical operation for treatment of the abdominal aortic [aortal] aneurysm, 3 days post the stent deployment. Three days post the initial procedure, intervention for the abdominal aortic aneurysm was performed. The procedure was successfully completed and the patient stayed in the hospital for follow-ups after the procedure. Anti-platelet therapy was stopped for the procedure. Seven days post the initial procedure, the patient presented chest pain and bad feeling. The patient blood pressure began decreasing. Stent thrombosis was identified via ECG. The patient went into shock and cardiac arrest. Although cardiopulmonary resuscitation was performed immediately, patient death occurred. Angiography was not performed. It is unknown if the patient had passed away due to stent thrombosis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.